Manufacturer narrative:
Results: (display). Note: the reported complaint was confirmed. The field service representative replaced the assembly small display. Lab analysis of the returned display found missing pixels. The root cause was attributed to component failure.

Event description:
During preventative maintenance of the device, the user reported that the display failed. Since the event occurred during the preventative maintenance, there was no patient involvement during this event.